Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event can be confirmed. Intraoperative photograph shows the instrumentation assembly. The tibial implant was not returned back for investigation. Visual examination of the returned instruments identified signs of repeated use and wear in the form of faded etches, scratches, scuffs, or gouges. A functional check was performed with all sizing plates, broaches, and inserter handles. Slight play was noticed between the broaches and inserter handles when assembled but functioned with no issues. The broches assembled properly with the sizing plates. Dimensional analysis of the sizing plates determined that the product, where measured, was conforming to print specifications. Dimensional analysis of the broaches found that product feature bubble feature 7 was non-conforming to print specifications for one broach. Dimensional analysis of the inserter handle found that product bubble feature 2 was non-conforming to print specifications for two handles. However, the observed out-of-tolerance conditions (< 1 mm) are not of sufficient magnitude to adversely affect mating fit, instrument function, or the resultant implant fit in a clinically significant or noticeable manner. The deviations observed therefore do not represent a plausible explanation for the observed shift. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as user not following instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the surgeon was broaching the tibia and noticed broach was sitting posterior in the tibial plate which caused the final implant to sit posteriorly. No medical or surgical intervention is being planned and the patient has not been experiencing any symptoms due to this.

Manufacturer narrative:
(B)(4). D10: 42-5026-062-01, psn fem cr cmt ccr std sz 7 l, 67143618, 42-5402-000-32, all poly pat ve 32 mm dia, 67085212, 42-5121-007-14, psn mc ve asf l 14mm 6-7/ef, 66681451. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.